Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that there was leakage. Additional information was received via email on (B)(6) 2019, from the ibc representative, that the balloon of the catheter fell out and caused the leakage.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clips and squeeze reservoir to inflate with stated ml of sterile water"

Event description:
It was reported that there was leakage. Additional information was received via email on 4 january 2019, from the ibc representative, that the balloon of the catheter fell out and caused the leakage.